Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4: batch # unk. Additional information was requested, and the following was obtained: how was the device removed? The surgeon used another device to remove the impacted device. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The surgeon used the reverse button and the 2nd unlocking system. Did the jaws eventually open? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event?no patient consequence but the duration of the intervention was longer. What is the most current patient health status? The patient goes well. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The device got jammed during the stapling difficult reopening and removal, the surgeon tried again several times. The device stop before stapling which is therefore impossible; checking the motor with the second device same issue. No patient consequences reported. No further information is available.